Event description:
It was reported that the patient was experiencing burning sensation, inadequate stimulation, and non-target stimulation. The patient underwent a revision procedure where both leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7137225.